Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned for analysis in two pieces. Internal insulation abrasion was noted from 8.1 cm to 9.2 cm from the distal tip. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted from 17.4 cm to 20.6 cm from the distal tip. The etfe coating was abraded at this location. All other damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.